Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the cause of the high latron primer count was the blood sampling valve (bsv). The fse replaced the bsv, which repaired the high latron primer. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported the coulter lh 780 hematology analyzer was giving a high count on latron primer during startup. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.